Manufacturer narrative:
On 18th september 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. This did not affect the functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing identified degradation in the sensor chemical performance in two sensing areas, consistent with oxidation of the glucose-indicating component of the sensor hydrogel. This finding was consistent with the sensor in vivo data, which showed declining sensor response in the same areas, which were appropriately de-weighted by the system. Additionally, a review of the in-vivo data indicated frequent missed reads due to internal electrical communication issues contributing to the noisy/inaccurate sensor glucose readings. As part of the resolution, the user was offered a sensor replacement. B4: date of this report 17 dec 2025. D4: additional device information updated. G3: date received by the manufacturer? 17 dec 2025. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 10, 4121. H6: investigation findings updated to 3231, 628. H6: investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to earlysensor removal.